Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. The customer¿s blood glucose was 130 mg/dl at the time of incident. The customer also stated that alarm occurred shortly after inserting a new battery. The customer was able to clear the alarm and able to rewind the insulin pump previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing. (B)(4).